Event description:
While attempting to remove epidural catheter from patient an audible pop was heard. The catheter was removed, but the tubing was stretched and spiral wire was unraveled. Upon closer inspection the catheter tip was not attached to the end of the catheter and was retained within the patient. Lumbar x-ray was negative for foreign body. No further treatment was planned and patient was discharged in good condition. Manufacturer was notified. Device will be returned to them in secure packing which they will provide.